Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the retainer noted that it was crushed and warped. The suture were winded and stuck in the crushed channels of the retainers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sub- total gastrectomy, in order to be used for serosal suture of gastrointestinal anastomosis, the needle was grasped, and the product was attempted to be taken out, but the thread and the needle were disengaged due to the thread being scratched in the package, so they stopped using the product. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.